Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was undetermined.

Event description:
Baxter received a voicemail on (B)(6) 2011 from a customer stating she used the same bags and only changed a cassette on a home choice while troubleshooting an alarm. No patient injury or medical intervention was reported. Baxter was contacted by the patient on (B)(6) 2011 that she replaced her cassette and used the same bags while troubleshooting. The patient then completed therapy so baxter advised the patient that all supplies should be changed to prevent sterilization issues and to contact the nurse regarding the issue. No patient injury or medical intervention was reported.